Manufacturer narrative:
Medela ag already requested the affected product back for an investigation. The product has not yet been received by medela ag and the investigation has not yet started.

Event description:
Medela ag (switzerland) was informed that the thopaz tubing was disconnected at the connecting piece. Tubing disconnected spontaneously, without pulling. Health professionals were present when the tube came loose. The tubing was reconnected immediately and was fixed with a tube clamp. The patient was not injured, but such an incident could potentially lead to a pneumothorax according to the hospital.